Event description:
It was reported that catheter dye study was performed 29 days after a prophylactic pump replacement to avoid in-vivo battery depletion. The doctor could not confirm that the dye was leaving the catheter. The pt underwent a catheter replacement. The pt was released from the hospital and was doing very well. The device system was used to deliver morphine (25 mg/ml) and compounded baclofen (28 mcg/ml) at 1 mg/day.

Manufacturer narrative:
(B) (4).